Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
Ever since implantation of the right ear, the user has not progressed nearly as well as when her contralateral ear was implanted. At every programming the user would need a louder program and over time they disabled 2 electrodes. More recently there was the complaint of a metallic/salty taste in her mouth when wearing the right processor. They were able to isolate it to electrodes 9 and 10, which were then disabled. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Ever since implantation of the right ear, the user has not progressed nearly as well as when her left ear was implanted. More recently there was the complaint of a metallic/salty taste in her mouth when wearing the right processor. A CT scan confirmed at least 6 electrodes out of the cochlea. The audiologist and surgeon will likely recommend revision.